Event description:
It was reported that a caregiver observed low glucose values for the patient using a continuous glucose monitor, with a nadir of 44 mg/dl followed by a rise to 68 mg/dl, and ems was contacted while oral glucose and juice were administered; no device-specific problem or component could be identified due to insufficient information. Symptoms included hypoglycemia. Outcomes included no reported lasting health consequences or impact. Investigation included communication with involved parties and analysis of information provided by a third party. Investigation of this case revealed no findings available and insufficient information to determine a medical device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.